Event description:
It was reported that during a kidney stone procedure the laser fiber snapped during a uteroscopy procedure.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.